Event description:
The event is reported as: the customer alleges that the kit is arriving with broken saline ampules. The alleged defect was discovered during pre-testing. No patient/user harm or injury reported.

Manufacturer narrative:
A visual, functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the kit and the saline ampule with no relevant findings. A corrective action is not required at this time as the potential root cause could not be determined based on the information provided and without a sample. Complaint verification testing could not be performed because no samples were returned for analysis. The device history records for the kit and the saline ampule were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of a broken saline ampule could not be determined based upon the information provided and without a sample.